Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4396 lead, implanted: (B)(6) 2012; sorin ICD, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that a pocket infection occurred. The patient was hospitalized and a surgical intervention was planned to explant the leads and competitor implantable cardioverter defibrillator (ICD). The patient died one day prior to the planned explant procedure. The cause of death was septic shock. A skin sample at the device pocket identified the organism as golden staphylococcus metis. The patient was enrolled in a clinical trial.